Manufacturer narrative:
Exemption number e2015058. (B)(4). The history log for this device showed that the pad-pak was first installed successfully by the user on the (B)(6) 2010. The device records manual power ups of ten minutes in duration between the (B)(6) 2017 and the (B)(6) 2017. Investigation found the fault can be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switches on automatically.